Event description:
International affiliate reports that during insertion of a pedicle screw, it was noticed that the distal tip of the expedium quick connect si polyaxial screwdriver sheared off from the instrument. Also, the tip of a concomitant device second expedium quick connect si polyaxial screwdriver was stripped during the procedure and did not engage the screw head recess anymore. Surgery could be completed without delay as there was another screwdriver available in the set.

Manufacturer narrative:
Additional narrative: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the returned expedium quick connect si polyaxial driver revealed that the fracture was located at the driver¿s distal tip; the second half of the tip was not provided with the device. Optical images of the fractured surface reveal plastic deformation at the hexlobes and torsional shear markings at the center of the part following a circular pattern. The plastic deformation at the hexlobes indicates a torsional overload. This suggests the driver underwent a quasi-static torsional shear failure starting at the driver hex and extending to the center of the shaft, the potential fracture termination site. No material defects or other abnormalities were observed in this analysis. Review of the device history record found no discrepancies. Product was released accomplishing all quality requirements. Trending analysis of product complaints for the product code was completed and no immediate product action is required. An internal data review has been opened to review design control documentation and similar failures will be monitored as a part of post market surveillance activities. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and a data review has been opened, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The expedium quick-connect si polyaxial screwdriver was not returned for evaluation. Review of the device history record cannot be performed as the lot code is unknown. Trending analysis of product complaints for the product code was completed and no immediate product action is required. An internal data review has been opened to review design control documentation and similar failures will be monitored as a part of post market surveillance activities. Without the return of the polyaxial driver, we are unable to confirm the reported issue or identify the root cause. No corrective action/preventive action is necessary at this time as we are unable to confirm the reported issue or identify the root cause. Therefore, this complaint file will be closed with no further action required. If the sample becomes available, the complaint file will be re-opened and the product evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not returned.